Event description:
It was reported that post implant procedure; loss of ventricular capture was noted on surface electrogram. The dependent patient was not symptomatic. The loss of capture could not be replicated with isometrics. The pulse generator remained implanted. No further information was available.